Event description:
On (B)(6) 2009, a gore propaten vascular graft was implanted in a bypass procedure. Indication for treatment was arterial thrombosis. The procedure was performed in the patient's right leg, from the common femoral artery to peroneal artery. Adjunctive procedures were embolectomy in the right femoral and popliteal artery, right tibial artery exploration, and right fasciotomy. Within one month post-implant, an occlusion led to an amputation.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.